Manufacturer narrative:
The ventilator was investigated by our field service engineer and was operated with a test lung for a period of time. No discrepancies were found. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were downloaded and reviewed. According to the event log, the ventilator was not ventilating on the reported event date (B)(6) 2021. The ventilator was shutdown by the user on (B)(6) 2021 and not started again until (B)(6) 2021. The correct event date was requested but not provided. There are no alarms for low o2 concentration, which indicates that the ventilator delivered set o2 concentration. The technical log does not contain any technical error codes to indicate any ventilator malfunction. The test log contains several successful pre-use checks prior the reported event date. The conclusion is that there are no indications of ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that while connected to the ventilator, the patient's oxygen saturation dropped. The patient expired. Manufacturer's ref #: (B)(4).